Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible has been completed. The device was not returned for investigation. The cause of the limb ischemia issue was most likely patient condition related since device removal resolved the limb ischemia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old female/male noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The pci was completed and the patient tolerated well. The team then observed the pump needed to be explanted due to limb ischemia in the impella accessed leg. The pulses were lost. The physician noted the patient appears to be doing well. Headed to the ICU for post care.